Event description:
On (B)(6) 2010, patient reported one time when he used adhesive dressing, the infusion set, and the "needle where all were on piece". Patient stated the needle came out from moving around and he had blood all over his shirt. Patient was referring to the infusion set falling out while he is moving around in the bed. Patient reported he does not recall the time, or the infusion set name. Patient stated it is not the infusion set he currently uses. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.